Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Event description:
It was reported that the cannula portion on the unit broke. Further, another device from a different company, was used to successfully complete the procedure. No adverse consequences were reported.